Manufacturer narrative:
Literature ref: ldoi:10.25270/jic/24.00049. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'intravascular lithotripsy-assisted transfemoral transcatheter aortic valve implantation after failed balloon angioplasty in patients with severe calcified peripheral artery disease' medtronic turbohawk and silverhawk peripheral plaque excision systems were used int he patient population. Procedural success without any complication was reported in 12 of the 13 cases. Intra-procedural bleeding was reported in 1 patient. Major adverse cardiac and cerebrovascular events at long-term follow-up occurred in 2 patients (15.4%) who died from non-cardiac causes (patient 2 died after 8 months from covid-related pneumonia, and patient 8 died after 11 months from cancer). In hospital adverse events included signs of acute limb ischemia, acute kidney injury and post procedural mobilization >/= 48hours. Procedural complications reported were major stroke, major vascular complications and major bleeding events.